Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that when firing the atw35 during the procedure, the firing handle just broke off.